Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that ins battery depleted "a year later" and was replaced on (B)(6) 2021 with non-rechargeable system. Documented reported event. No further action was taken by patient services. Patient also reported issues connecting handset and communicator to each other.